Event description:
It was reported that blood leakage occurred through a hole in the bd vacutainer® push button blood collection set tubing "close to the luer connector" that had not been noticed prior to use, and was cleaned using "routine precautions". A second complaint was created to capture the related event that occurred on 2019 (B)(6). As reported by the customer, "my team has had two issues over the last couple days with the 367344 push button blood collection set: lot 8276889, exp: 2020-09-30. Two collection sets had a hole in the tubing, close to the luer connector (closest to the tube, away from needle). This hole is not visible prior to collection but the tubing set begins to leak during collection."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and a nick in the tubing of one of the samples was observed. Leakage testing of the customer samples was performed and leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for a nick in the tubing with the incident lot was observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
Other occupation: director - laboratory medicine, diagnostic imaging and quality. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leakage occurred through a hole in the bd vacutainer® push button blood collection set tubing "close to the luer connector" that had not been noticed prior to use, and was cleaned using "routine precautions". A second complaint was created to capture the related event that occurred on (B)(6) 2019. As reported by the customer, "my team has had two issues over the last couple days with the 367344 push button blood collection set: lot 8276889, exp: 2020-09-30. Two collection sets had a hole in the tubing, close to the luer connector (closest to the tube, away from needle). This hole is not visible prior to collection but the tubing set begins to leak during collection."